Event description:
The pt had a reaction to the dialyzer. The reporter of this event was contacted in 2005 about this event to this pt and additional verbal info was received. It was learned that this was this pt's first dialysis treatment. The treatment was started and within an hour of dialysis, the pt reported chest tightness, was short of breath, paniky, agitated and was also noted as having increased anxiety. The pt's md was notified. The o2 was increased to 3l/min. New orders were given for solu-corref and diphenhydramine IV. A serum troponin was drawn. An EKG was obtained as well at this time. The pt refused the medications as she now reports feeling better. The pt did however take a 325 mg aspirin tablet by mouth. The dialysis treatment was discontinued early per her request with her undergoing an hour and 30 mins of dialysis. The pt was discharged from this unit and was able to return the following day for another treatment as ordered. There is no sample available.